Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively on a lobectomy procedure, the power handle was inserted into the power shell, when closing the sell the latch part got inside and the shell did not close. A new shell was used so they can proceed with the operation. There was no patient injury.